Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The customer informed the technician that after powering off the system, he unplugged and re-plugged the cp5. Once he turned on the device, the issue was solved. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) turned off during procedure. The perfusionist powered off the system and then powered on the system again. The procedure could be completed without further issues. There was no report of patient injury.